Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ pain,"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding/ abnormal bleeding (general)") and wound dehiscence ("incision opened up needed additional surgery") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in august 2016 and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes". The patient's medical history included prothrombin, bacterial vaginosis and yeast infection. Previously administered products included for birth control: mirena iud and depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("psychological or psychiatric problems condition: migrains"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/ nickel allergy"), headache ("psychological or psychiatric problems condition: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2016, the patient experienced nausea ("nausea"). In august 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In may 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), rash ("skin rash"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), mood swings ("hormonal changes describe: mood swings"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: cannot have any more children"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), vomiting ("vomiting") and wound dehiscence (seriousness criterion medically significant). The patient was treated with surgery ((full)hysterectomy and bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain, headache and weight fluctuation was resolving, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, anxiety, depression, mood swings, vaginal haemorrhage, reproductive tract disorder, hypertension, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction and wound dehiscence outcome was unknown and the allergy to metals, nausea and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, reproductive tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, weight fluctuation and wound dehiscence to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. New events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: nickel /nickel allergy, psychological or psychiatric problems condition: headaches, reproductive system disorder or condition type of disorder or condition: cannot have any more children, blood or heart disorder/condition type: high blood pressure, nausea, vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, weight gain / loss specify which one: weight loss, apareunia (inability to have sexual intercourse), weight fluctuations, vomiting, device difficult to use , incision open up were added. Outcome for events updated. Plaintiffs information, concomitant drugs and lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), rash ("skin rash"), migraine ("migrains"), anxiety ("anxious"), depression ("depressed") and back pain ("back pain"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, migraine, anxiety, depression and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg (hysterosalpingogram) test. Most recent follow-up information incorporated above includes: on 31-jan-2018: legal complaint received: reporter information updated. Essure start date updated from 2016 to (B)(6) 2016 and stop date updated from (B)(6) 2017 to (B)(6) 2017. Event back pain was added. Events pelvic pain and abnormal bleeding were clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation') and pelvic pain ('severe pelvic pain/ pelvic pain/ pain,') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2016 and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes". The patient's medical history included prothrombin abnormal, bacterial vaginosis, yeast infection, asthma, cancer and diabetes. Previously administered products included for birth control: mirena iud and depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("psychological or psychiatric problems condition: migrains"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/ nickel allergy"), headache ("psychological or psychiatric problems condition: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), wound dehiscence ("incision opened up needed additional surgery"), abdominal pain ("severe abdominal pain"), rash ("skin rash"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), mood swings ("hormonal changes describe: mood swings"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: cannot have any more children"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes: fluctuating constantly"). The patient was treated with surgery ((full)hysterectomy and bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, wound dehiscence, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, anxiety, depression, mood swings, vaginal haemorrhage, reproductive tract disorder, hypertension, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction and hormone level abnormal outcome was unknown, the pelvic pain, migraine, back pain, headache and weight fluctuation was resolving and the allergy to metals, nausea and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, reproductive tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, weight fluctuation and wound dehiscence to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: right tube blocked, ieft tube appears to have free fluid within. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, hypertension and vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain,') and wound dehiscence ('incision opened up needed additional surgery') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2016 and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes". The patient's medical history included prothrombin abnormal, bacterial vaginosis, yeast infection, asthma, cancer and diabetes. Previously administered products included for birth control: mirena iud and depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), migraine ("psychological or psychiatric problems condition: migrains"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/ nickel allergy"), headache ("psychological or psychiatric problems condition: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding/ abnormal bleeding general"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced wound dehiscence (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), rash ("skin rash"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), mood swings ("hormonal changes describe: mood swings"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: cannot have any more children"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes: fluctuating constantly"). The patient was treated with surgery ((full)hysterectomy and bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain, headache and weight fluctuation was resolving, the wound dehiscence, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, anxiety, depression, mood swings, vaginal haemorrhage, reproductive tract disorder, hypertension, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction and hormone level abnormal outcome was unknown and the allergy to metals, nausea and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, reproductive tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, weight fluctuation and wound dehiscence to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: right tube blocked, ieft tube appears to have free fluid within. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, hypertension and vomiting most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received- reporter information and medical history were added. Event hormonal changes: fluctuating constantly was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation'), pelvic pain ('severe pelvic pain/ pelvic pain/ pain,') and wound dehiscence ('incision opened up needed additional surgery') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2016 and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes". The patient's medical history included prothrombin abnormal, bacterial vaginosis, yeast infection, asthma, cancer and diabetes. Previously administered products included for birth control: mirena iud and depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("psychological or psychiatric problems condition: migrains"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/ nickel allergy"), headache ("psychological or psychiatric problems condition: headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), wound dehiscence (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), rash ("skin rash"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), mood swings ("hormonal changes describe: mood swings"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: cannot have any more children"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes: fluctuating constantly"). The patient was treated with surgery ((full)hysterectomy and bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, wound dehiscence, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, anxiety, depression, mood swings, vaginal haemorrhage, reproductive tract disorder, hypertension, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction and hormone level abnormal outcome was unknown, the pelvic pain, migraine, back pain, headache and weight fluctuation was resolving and the allergy to metals, nausea and vomiting had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, reproductive tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight decreased, weight fluctuation and wound dehiscence to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: right tube blocked, ieft tube appears to have free fluid within. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, hypertension and vomiting . Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: uterine perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), rash ("skin rash"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, rash, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and rash to be related to essure. The reporter commented: she sought treatment on multiple occasions. Patient was forced to undergo a major surgery as a result of her essure implants. Because of the requirement to undergo a hysterectomy with removal of the essure devices, patient has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.